Event description:
It was reported that the parameter changes were erratic. The issue occurred while the device was being set up for use, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the diagnostics performed by the engineer, the customer stated that the parameter settings were erratic when trying to make changes; it was verified that the nav-ring was inoperable. The remote support engineer (rse) advised the customer that a field service engineer (fse) would be notified to replace front bezel/nav ring.

Manufacturer narrative:
The field service engineer replaced the front bezel. The device passed all tests and was ready for use.